Manufacturer narrative:
(B)(4).upon further review the cause of the determined depleted batteries was due to user error. A service history review revealed that this device was previously serviced for the reported condition.this device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
The device was evaluated on-site at the customer facility. The condition of damaged battery was confirmed. The root cause of this condition could not be identified. The main batteries and harness was replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Event description:
This is a report of a colleague infusion pump with a damaged battery, which could have caused an interruption of delivery. The reported condition occurred upon power up in the intensive area unit. There was no patient involvement, injury or medical intervention. The user interface module software version of this device is currently unknown. No additional information is available.